Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) produced a 'device malfunction' error message upon interrogation. The device was explanted and replaced without incident.